Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: starfix lead extraction: clinical experience and technical issues. Journal of cardiology cases,. 2016;13(1):25-30. Concomitant product: 4195 implantable pacing lead. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this patient¿s implanted leads and device. The article indicated that the patient was referred for a total lead extraction. The patient had "ineffective endocarditis with lead-associated vegetations." Patient presented with ¿relapsing¿ pocket ¿dehiscence¿ (wound re-opening). The lead was shown to have eroded. The physician decided that due to the patient¿s worsening heart failure that a biventricular crt-d should be implanted. The chronic right ventricular (rv) lead was reused and a left ventricular (lv) active-fixation lead was implanted. However, one month post-procedure, a pocket hematoma requiring surgical revision was completed. A few years later, the patient had new skin erosion appear. The physician decided to do a total lead extraction. The rv lead was extracted routinely. There was an occlusion noted in the coronary sinus, and the lv lead was a more difficult extraction. It appeared that the lv lead had apparently dislodged. During the extraction procedure, the lead had a ¿partial undeployment of the proximal lobes.¿ the article indicated that a manual traction attempt was ineffective; therefore, other methods, some were off-label modifications, were used. However, during the process, a fragment of the lead had occluded the vein; additional methods were used and the lead was eventually removed. There were no further complications and the subsequent course was ¿uneventful.¿ the status of lead is unknown as far as its current location. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.